Manufacturer narrative:
Additional information was added to h3, h4, h6, h10. H4: the lot was manufactured from january 21, 2021 - january 22, 2021. H10: one (1) actual device was received for evaluation. The sample was returned to the plant containing 48 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. The remaining sample was not returned, therefore a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) folfusors sv (small volume) underinfused during patient infusion. The devices had been filled with 100ml of 5-fluorouracil plus 15 ml of glucose 5%. It is estimated that a residual volume of 25 ml had remained in the devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.